Manufacturer narrative:
(B)(4). Estimated date of procedure/clip implantation. The clip was not returned for analysis as it remained implanted on the mitral valve. The lot/serial number was not provided, therefore, a lot history record review and similar incident query for this product could not performed. The analysis of this complaint was an assessment of the information provided to abbott vascular. Potential causes for partial clip movement on the leaflet (failure to adhere or bond) are, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspections to verify product quality, including verification that the clip components function as expected. There were no reported issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, partial clip movement on the leaflet (failure to adhere or bond) may be influenced by difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that the clip was well implanted on both leaflets with a good result of mitral regurgitation (mr) reduction. Based on the information reviewed, a definitive cause for the clip movement on the leaflet cannot be determined. There does not appear to be any evidence of a product quality deficiency associated with this device. The patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. In this case, the cause for the increase in mr was likely due to the partial clip movement on the leaflet. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This is being filed as post procedure, the clip was found to be partially detached from one mitral valve leaflet and the mitral regurgitation grade increased to severe. The patient was hospitalized and treated with medication. It was reported that a mitraclip procedure was performed on an unspecified date at (B)(6). One clip was implanted without difficulty reducing the functional mitral regurgitation (mr) grade from 4 to less than 1. The patient was discharged in a good state of health with the clip well implanted on both mitral valve leaflets. On (B)(6) 2014, it was reported that the patient was admitted to (B)(6) with symptoms of severe mr. The clip was found to be partially detached from one leaflet. Due to the patient's high health risk, cardiac surgery or a mitraclip procedure could not be performed. The patient was treated with the "usual medical therapy" and remained hospitalized in stable condition. No additional information was provided.